Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. G2 - foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the surgeon complained that the impactor head was torn and could scratch the femoral component. The procedure was completed using a back up device. The were no reported consequences or health impact to the patient. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h11. D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the product received shows that only the pad was returned not the handle of device. Exhibits signs of use and confirming complaint is worn (gouges). Performed dimensional analysis results are within specification. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.